Event description:
It was reported that a 23 hours 231.75ml bag of high-dose methotrexate was started on 9/17 at 1238 and was set to finish on 9/18 at 1138. The medication was completed on 9/18 at 1315. The methotrexate infusion pause sheet was completed and given to pharmacy. There was patient involvement, but the impact is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: describe event or problem, medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data, device manufacture date. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause of the reported of an under infusion high ¿ dose of methotrexate was not determined or replicated. Laboratory testing showed the suspect pump module was delivering fluid within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a 23 hours 231.75ml bag of high-dose methotrexate was started on (B)(6) at 1238 and was set to finish on (B)(6) at 1138. The medication was completed on (B)(6) at 1315. The methotrexate infusion pause sheet was completed and given to pharmacy. There was patient involvement, but the impact is unknown. Although requested, further information was not provided.